Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) found that drawers 1 and 2 were yellow in the application, and the module board light emitting diodes were off. The module board was replaced and reconfigured in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer failed to open while performing a cycle count. Upon review, drawers 1 and 2 were displayed in yellow in the populate buttons menu, indicating a drawer access issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.